Event description:
A 61f adm for robotic laparoscopy, total lap hysterectomy, sentinel lymph node mapping w/biopsy; robotic and lap salpingo-oophorectomy. Op note: the needle was removed, and an 8 mm laparoscope and trocar was placed directly into the peritoneal cavity. On the right side of the abdomen, 2 8 mm robotic ports were placed, the first one 8 cm lateral to the midline port, and the second one 8 cm lateral to the first one. On the left side of the abdomen, an 8 mm robotic port was placed about 8 cm lateral to midline port. All instruments and packs were removed as good hemostasis was noted. There was a sponge with a missing rf chip. This was identified in the pelvis and removed. Ebl-10mls. FDA safety report ID# (B)(4).